Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented in the clinic with chest pains. Atrial lead thresholds were noted to have risen. The device remains in use. No further patient complications have been reported as a result of this event.